Manufacturer narrative:
Additional information was received that the patient was not able to charge the ipg. No device malfunction was suspected. The revision was not scheduled at this time as the patient planned to do cervical injections first.

Event description:
A report was received that the patient's ipg would not hold a charge despite doing charging cycles. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
(B)(4). (B)(6) 2015.

Event description:
A report was received that the patient's ipg would not hold a charge despite doing charging cycles. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg would not hold a charge despite doing charging cycles. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient¿s ipg would not hold a charge despite doing charging cycles. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing radiating pain to the back, left hip, right leg, and right hip. The patient will undergo a revision procedure wherein the ipg and leads will be replaced. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient¿s ipg would not hold a charge despite doing charging cycles. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure per physician's preference wherein the ipg was replaced to accommodate the original and additional leads. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg would not hold a charge despite doing charging cycles. The patient will undergo an ipg revision procedure.